Event description:
Information was reported by a healthcare professional (hcp) regarding a patient participating in the product surveillance registry. The pump was used to deliver infumorph (2.5 mg/ml at 0.724 mg/day). The indication for use was non-malignant pain. The patient had a loss of pain relief and the pump had run dry. The logs show the low reservoir alarm had occurred on (B)(6) 2015 and the empty reservoir alarm had occurred on (B)(6) 2015. On (B)(6) 2015 the pump had been refilled and the dose was decreased. At that time the pump was programmed to deliver infumorph (5.0 mg/ml at 0.5001 mg/day). The patient had a loss of pain control and the pump dose was increased on (B)(6) 2015, (B)(6) 2015, (B)(6) 2015, (B)(6) 2015, (B)(6) 2015, (B)(6) 2015, (B)(6) 2015, (B)(6) 2016, and (B)(6) 2015. It was reported that the patient was still not getting pain relief after several increases. A catheter access port (cap) contrast study was done on (B)(6) 2015 and there was no indication of a catheter related issue. It was noted that the patient's pain began to decrease on (B)(6) 2015 and the patient's pain relief was restored on (B)(6) 2015. The etiology of the event was related to the device or therapy and related to the intrathecal medication. It was noted that the pump had run dry while the patient was inpatient at a rehabilitation center.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.